Manufacturer narrative:
Results: the pet lock was slipped off from the proximal end of the pusher assembly. Pull wire was retracted form the distal detachment tip (ddt). The embolization coil was detached from the pusher assembly and had offset coil winds. Conclusions: evaluation of the returned pod pc revealed that the pet lock was slipped off from its pusher assembly and the pull wire was retracted from the ddt. If the pet lock was loosened on the proximal end of the pusher assembly, the pull tube inside the pusher assembly may retract and the pull wire may become retracted out of the ddt, resulting the embolization coil to detach from its pusher assembly. Further investigation revealed offset coil winds along the embolization coil. These offset coil winds were likely incidental to the complaint and may have occurred during removing the embolization coil from the microcatheter during the procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (pod pcs). During the procedure, the physician successfully placed a pod5 using a lantern delivery microcatheter (lantern). The physician then attempted to place a pod pc; however, the pod pc unintentionally detached within the lantern while the physician retracted to reposition it. Therefore, the physician used a syringe to create negative pressure and removed the lantern with the coil inside. The physician then found that the existing coil mass was sufficient and therefore, the procedure ended at this point. The procedure was successfully completed and the same lantern was used. There was no report of an adverse effect to the patient.